Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the carefusion sales manager for the return of the device for evaluation. As of 5/1/2015, the device has not been received.

Event description:
It was reported that during pre-use checks prior to pt use the device displayed vent inop and safety valve with an audible alarm present.

Manufacturer narrative:
Failure analysis: avea ventilator pn: r17210-10 sn: (B)(4) was received for investigation. The unit was powered on and immediately duplicated the reported vent-inop condition and after reviewing the error log I found blended gas pcba errors. This indicates a communication issue with the blended gas pcba. The blended gas pcba pn: 51000-40370 lot/sn: (B)(4) rev d was removed and found resistor r7 defective. Replacing the blended gas pcba corrected the issue. The unit was cycled for 48 hours and could no longer reproduce the issue. Findings/root-cause: defective r7 resistor on blended gas pcba. The unit was routed to the service department to be repaired & tested in order to be returned to demo pool ready to be placed into demo service.